Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, health effect - impact code, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the issue. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a

Event description:
It was reported that during use a cardiosave intra-aortic balloon pump (iabp), helium tank was leaking. No patient harm or injury reported.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: h6 (health effect ¿ impact codes).